Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure due to stress urinary incontinence, pelvic pain and fibroid along with concurrent lavh. It was also reported that following the procedure the patient experienced pain, dyspareunia, vaginal scarring and urinary/bowel problems. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure due to stress urinary incontinence, pelvic pain and fibroid along with concurrent lavh. It was also reported that following the procedure the patient experienced pain, dyspareunia, vaginal scarring and urinary/bowel problems. (B)(4).